Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical us; the malfunction was verified and the monitor board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.